Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. Device was received with cracked case at the reservoir tube window corners, broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button pressed for more than 3 minutes alarm and she was unable to clear it since the act and esc buttons were not responding. The customer did not recall any significant events leading to the alarm; she was just driving at the time. Blood glucose value was 56 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.